Manufacturer narrative:
The referenced history of gastrointestinal bleeding is reported on medwatch MFR report # 2916596-2018-02972. Approximate age of device - 1 year, 10 months and 20 days. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient had an elevated lactate dehydrogenase (ldh) of 1089 u/l, a plasma free hemoglobin of 49.7 g/dl, and power spikes were observed upon device interrogation. Log files were submitted for review to determine if there was any indication of thrombosis. The customer reported that the patient had a history of gastrointestinal bleeding (previously unreported) and had spent time off of anticoagulation. The patient was currently on coumadin with a heparin bridge. An echocardiogram performed on an unspecified date showed the septum was midline, an increased left atrium and right atrium size and inflow and outflow velocities slightly higher than previous echocardiogram. The manufacturer¿s technical service representative reviewed the submitted log file and observed power elevations on 25 (B)(6) 2018. The customer was informed that this event could have been as a result of something passing through the pump at that time. On (B)(6) 2018, the customer reported that powers had returned to baseline, but were rising again. An additional log file for review captured power elevations that were associated with pi events. There were no other unusual events seen within the log file. Additional information was requested, but not provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: no product was returned for evaluation. A direct relationship between the device and the reported elevations in ldh and thrombus could not be conclusively determined through this evaluation. Evaluation of the patient¿s submitted log file confirmed elevations in pump power, however, a direct cause for the power elevations also could not be conclusively determined. Hemolysis and thrombus are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient expired on (B)(6) 2018 due to multi-system organ failure. The pump reportedly had thrombus and the system controller was alarming intermittently that the pump was turning off. The pump was shut off and the family did not consent to an autopsy. The pump was not explanted. No further information was provided.